Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad was unresponsive. The customer does not recall any significant event leading to the alarm. The customer's blood glucose level at the time of the event was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. No button error alarm was noted during testing. The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.